Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number (B)(4): same test strip lot number, different meter serial number. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 30-jan-2023 to ensure that the customer's condition had improved and that the initial concern was resolved - able to establish contact with customer who stated he did not currently have any diabetic symptoms. Customer stated that after the initial call he had gone to the emergency room on (B)(6) 2023. Customer's blood glucose test result when at the emergency room had been 600 mg/dl (fasting/non-fasting was not provided). The diagnosis was high blood glucose and customer was given fluids. Customer was discharged from the hospital on (B)(6) 2023 and his blood glucose prior to him leaving had been 300 mg/dl (fasting/non-fasting not provided). Customer stated that both true metrix meters were working as intended and declined any replacements.

Event description:
Consumer reported complaint for hi blood glucose test results. Customer has two true metrix meters and reported he had obtained hi using both meters; additional report reference number (B)(4). Customer is using the same test strips with both meters. The test strip lot manufacturer¿s expiration date is 04/30/2024; product storage and open vial date were not disclosed. At the time of the call the customer reported feeling thirsty and tired; customer stated he was going to seek medical attention.

Manufacturer narrative:
Sections with additional information as of 17-mar-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.